Event description:
X-rays have shown the hole eliminator went through the cup into the body.

Manufacturer narrative:
Evaluation was not possible, as the device remains implanted. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. Based on the february 2004 release date of the provided product/lot it is possible the root cause is related to design. A design improvement was established in 1996, to alleviate migration of the device through the acetabular cup. Further corrective action is not indicated at this time.